Event description:
It was reported by the customer that a bd pyxis¿ es server user requested a restart of the adp interface. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the customer request to restart the adp interface. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) via the all-in-one server and verified that cce services were running, but active directory (adt) was not connecting. Tss advised the customer to change the adt port to 9404 and restart the services.tss confirmed after the change, the connection was successful, and messages began to transmit issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: model#, catalog#, serial#, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server user requested a restart of the adp interface. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.